Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient when the patient presented in the hospital after receiving shocks, the device was found to be in backup vvi mode. Programming changes were made. The device remains implanted. The patient was okay afterwards and will continue to be monitored.

Event description:
New information received indicates that the device was explanted and replaced. The patient was in stable condition before, during and post explant procedure

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device was tested and the bvvi was due to numerous hv charges, an anomalous component on the hybrid, and a firmware anomaly. The cause of the field event was due to numerous hv charges, an anomalous component on the hybrid, and a firmware anomaly.